Event description:
Device malfunction: clip did not deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted femoral arteriotomy closure after an unspecified procedure. The trigger was depressed but the clip did not release. Reportedly, all deployment steps were done correctly. Hemostasis was achieved using a femstop and manual compression. There was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was identified, therefore, a device history record review could not be performed.